Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached while inside of the patient at 69,508 joules. Per the customer, all of the fiber pieces were retrieved. No patient injury was reported.